Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 785mg/dl. The customer was experiencing unexplained high glucose for three days. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. During the call, was found that the customer wears the infusion set and reservoir for more than three days. The customer's most recent glucose reading was 133mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.